Event description:
Following the transfer of a pt in an ambulance, where the ambulance crew state that the ventilator functioned normally, to the hosp, at which a dr alleged that the ventilator failed resulting in an unsuccessful resuscitation after which the pt died.